Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer was unable to attach a one link extension set to an intravenous catheter. It is unknown whether or not this occurred during patient use. No patient injury or medical intervention was reported. No additional information is available.